Manufacturer narrative:
It's currently unknown if the device will be returned. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that on (B)(6) 2020, the patient presented with a left anterior descending (lad) coronary artery perforation. The patient had cardiac arrest. A 2.8x16mm graftmaster stent delivery system was attempted, however, the device failed to cross the lesion and the patient went into cardiac arrest for the second time. The device was removed without reported issues. Balloon angioplasty was performed to successfully seal the perforation. The patient was transferred to critical care and expired that same day, (B)(6) 2020. The cause of death was deemed due to percutaneous coronary intervention complications. Per physician, the graftmaster device did not cause or contribute to complications nor adverse events. No additional information was provided regarding this issue.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, the reported treatments appear to be related to the circumstances of the procedure. It should be noted that the reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: on (B)(6) 2020, advanced cardiac life support (acls) protocol was followed as medications, cardiopulmonary resuscitation (CPR), and defibrillation were provided.